Event description:
Using the device to place a tunneled, hemodialysis/pheresis catheter in the right internal jugular, a "pop" was heard and upon removal, the black distal tip was no longer attached. Thankfully, it was easily retrieved and there was no harm to the pt.